Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross 6 hd imaging catheter was advanced for the ultrasound examination of the target lesion. During the procedure, after the second ivus run, the doctor felt resistance removing the catheter. The ivus catheter and non-boston scientific wire were pulled out together, and the wire was found wrapped around the catheter. The procedure was completed with this device. There was no patient complications reported.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.